Event description:
It was reported that the patient with this implantable neurostimulator experienced increased urinary retention and urinary frequency. The patient remote control was assessed and presented with a red light. A change in program was performed, but the remote still presented with a red light. An x-ray revealed a lead fracture and the lead along with the neurostimulator were explanted. No additional patient complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1tc41149 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.